Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, there was no blood backflow and allegedly had resistance. It was further reported that when saline was infused, the patient complained of neck pain. Additionally, the portion about one centimeter from the catheter lock was allegedly damaged and the area near, vicinity of the neck was leaking out. The port was removed. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, there was no blood backflow and allegedly had resistance. It was further reported that when saline was infused, the patient complained of neck pain. Additionally, the portion about one centimeter from the catheter lock was allegedly damaged and the area near, vicinity of the neck was leaking out. The port was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted on the attached catheter approximately 1.1 cm from the distal end of the cath-lock. Small splits were noted on the edges of the proximal portion of the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be granular in both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported suction problem, catheter leak and identified fracture and improper procedure issues. However, the investigation is unconfirmed for the reported catheter damage issue as the more specific fracture was identified during investigation. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Although the definitive root cause for the reported and identified issues could not be determined based upon the provided information, user error could have contributed to the identified improper procedure or method used issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.